Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the reservoir had rewind anomaly. The patient¿s blood glucose level was 339 mg/dl at the time of the incident. Customer stated that he was stuck and not able to rewind. Customer declined trouble shooting for high blood sugar and treated with the pump. The customer was advised that the reservoir needs to be replaced. The device is not expected to be returned for analysis.